Event description:
Event description guidant received information that the pace/sense portion of this chronic ventricular implantable lead was surgically capped due to loss of capture. As the patient implanted with this lead is pacemaker dependent, r wave measurements were unable to be obtained.